Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the adc device. The customer reported low sensor readings, with symptom of nausea. The customer went to health center and a healthcare meter result of 144 mg/dl was obtained. The customer was treated with unspecified serum, and additionally medication for nausea. There was no report of death or permanent injury associated with this event.